Manufacturer narrative:
The insulin pump was received with currents in spec. The pump was unable to prime during the prime test due to faulty force sensor system. The pump was received with no motor error alarm. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 405 mg/dl. The customer treated the high readings with a manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the self-test. The customer stated that the self-test passed. The customer was advised to monitor the pump.